Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm after a reservoir change. Customer's blood glucose was 274 mg/dl. After troubleshooting, customer was advised that changing the reservoir resolved the issue. Customer was advised that the reservoir will need to be replaced. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Three random sealed reservoirs and two opened and used reservoirs were evaluated. The reservoirs, snap cap and septum were inspected for anomalies and none were found. An occlusion test was run and the reservoirs were not occluded.